Event description:
Per the audiologists, the pt's mother reported that the internal magnet had dislodged from the magnet pocket and had moved. The surgeon massaged the area around the magnet to move it upward toward the receiver/stimulator magnet pocket. The pt was told not to wear the sound processor. The pt underwent a revision surgery in 2008 to insert a new sterile magnet into the magnet pocket.

Manufacturer narrative:
This is a final report, filed on august 14, 2008.